Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the aseptic packaging of the pacemaker was not well glued, so the device was not sealed. The ipg was exchanged for a different device. No patient complications have been reported as a result of this event.